Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of four sealed polysorb 0 36 u/d gs-21 102r and one polysorb 0 36 u/d gs-21 102r opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. Functionally, the needles from the sealed samples were passed through the appropriate test medias with no abnormalities. The returned sample as received by medtronic was found not to meet medtronic quality release specifications after application in the clinical setting and, due to the received broken needle, the reported conditions were confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a c-section, the needle broke. An x-ray was used to locate broken piece and the needle was removed. Currently the patient is fine. Another suture from a different lot was used to finish the case. No adverse events have been reported.